Event description:
A patient reported that the pump was experiencing issues due to its inability to hold a charge, depleting rapidly from 100% to 30% within 24 hours. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.